Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's dentist worry about patient's overbite and sent the patient to an orthodontist. The dentist mentioned she told braces would be best in the interest of care to help the overbite and overjet.